Event description:
The customer reported while treating the patient via the side arm of infusion set with bolus chemotherapy (epirubicin) while changing infusion pumps throughout the hospital. Set utilized uses needle free ports to access the vein line. The staff encountered a significant amount of leaks while changing out the pumps in the hospital, with some occasional exposure. It was decided to revert to the original pump and system using intravenous injection through the side arm per the marsden manual. All leaks were dealt with according to the chemotherapy spillage policy. A detailed analysis of the affected batch could not be performed due to batch number being unknown. In conclusion the complaint reason is not reproducible; therefore the complaint will be dispositioned as no product deficiency.